Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due broken wires along the connector area. The electrode belt was unable to complete essential performance testing. The root cause for the broke wires was unable to be identified. There was no adverse event that resulted from the damaged belt.